Event description:
Information was received from an advanced evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. The trial began (B)(6) 2022. It was reported that the patient mentioned bruising and soreness around their buttock area. Patient told slink they made an adjustment to 3.0. No further complications were reported at this time. Additional information was received from the patient. They reported that the night of (B)(6) 2022, the patient thought they saw blood on their back around their incision site. They attempted to clean the area, and accidentally pulled the lead. They claimed they felt the lead move, and now did not feel as if the device was working correctly. They said they did not void as much that evening after the incident. They saw their doctor the following morning on (B)(6) 2022 and also spoke with their sales representative. The environmental/external/patient factors that may have led or contributed to the issue were listed as 'accidental pulling on the wires.' It was unknown what intervention/actions were taken. The issue was reportedly resolved at the time of the report. No surgical intervention had occurred.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, implanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, other: urinary retention. If information is provided in the future, a supplemental report will be issued.